Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204 and service code 103. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, service code 103) has been confirmed. Upon investigation the electrode belt failed a defibrillator test. The cause for the service codes were isolated to defective processors u727 and u728 on the distribution node pca board. U727 and u728 were out of tolerance. The root cause for the defective u727 and u728 components could not be positively identified. No adverse event resulted form the defective components. The pt received a replacement electrode belt.